Event description:
Boston scientific crm received info that this dextrus atrial lead dislodged nearly two months post-implant. In a revision procedure, the lead was successfully repositioned. No adverse pt effects were reported.